Event description:
The customer reported to philips healthcare that the heartstart mrx experienced no acoustic warning after the battery was removed and the red x appeared only briefly. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.